Event description:
It was reported the essential tremor patient ¿felt a partial loss of therapeutic¿ effect since having ¿received an ultrasound and/or electrotherapy by a physiotherapist.¿ it was also stated that in addition to the ¿loss of stimulation/therapeutic effect¿ the patient was ¿unable to adjust stimulation.¿ the patient¿s physician reportedly couldn¿t return the patient¿s therapeutic effect through new programming and the issue remained unresolved. The patient was alive with no injury at the time of report and was ¿still receiving therapy,¿ but with a ¿partial loss of therapeutic effect.¿ additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).